Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and found the spring dislodged from its original position at the proximal end. As a result of the dislodged spring, the grip cable became loose. Additional findings related to customer reported complaint: visual inspection found the knife cable was bent at the distal. The bent knife cable was causing the knife to not retract fully and failed initialization. The instrument was installed on an in-house system and failed during initialization on multiple attempts. The instrument failed homing during initialization based on the log review and in-house testing. The instrument was visually inspected and found there was a blade exposure observed. A review of logs confirmed 3 homing failures. The instrument was found to have two missing ceramic dots on the electrode jaws. The instrument passed electrical continuity test. The complaint regarding an exposed blade was confirmed by failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the vessel sealer extend had an exposed blade. The user aborted the procedure with no patient involvement.